Manufacturer narrative:
(B)(4). The 510k cannot be provided in this reported because the product code is unknown at this time. The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly on (B)(4) 2011, the homechoice machine sounded a system error 2240 (air in line) alarm during dwell 4. The patient was connected to the cycler. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the patient. The technical service representative (tsr) explained alarm. The tsr instructed the caregiver to end therapy and start over with new supplies or do continous ambulatory pertoneal dialysis then call the nurse in the morning. Tsr assisted cg to end the therapy. No patient injury or medical intervention ws reported. No further information is available.